Manufacturer narrative:
Actual device has been retained by the user facility. A follow up report will be submitted if the device is returned to spnc or if patient status is updated from the facility.

Event description:
Vascular intervention procedure to treat recurrent claudication of the iliac, cfa, and sfa. Stenosis was located in the proximal sfa where the patient had "kissing" iliac stents from previous intervention procedures. The physician began the procedure by obtaining access from the left common femoral artery. The guidewire was passed into the right common femoral artery; however, the pigtail wouldn't track well and kept getting caught on the stents. The pigtail was removed and a 45cm 6f sheath was introduced into the left iliac. The quick-cross was then introduced and tracked over the wire. The physician then exchanged the guidewire to an amplatz wire and attempted to advance the sheath up and over the iliac horn. After multiple attempts the physician was unsuccessful and decided to attempt another access point. Upon removal of the quick-cross, resistance was met and after examination of the device it was noted that all 3 of the marker bands were missing. The physician began intervention through access in the left arm but at that time the c-arm failed and the physician ended the case; postponing intervention until a further date.